Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 10/15/2013 for investigation. Investigation results as follows: the reported issue of an interruption to compressions was confirmed. The archive review showed that numerous user advisory 7 faults (discrepancy between load 1 and load 2 too large) had occurred during use of the platform, including a fault occurring on (B)(6) 2013 (one day prior to the reported event date of (B)(6) 2013). Functional testing was performed and the ua 7 could not be reproduced. A cause for the ua7 faults could not be determined based on the investigation. Upon replacement of the damaged top cover, the device passed all testing criteria.

Event description:
It was reported that the customer experienced an interruption of CPR. In addition, the wire of the autopulse platform was broken. No adverse patient sequelae was reported. No additional information was provided. Manufacturer has requested additional information from the customer; however, no additional information has been obtained.